Event description:
During a right ventricular outflow tract (rvot) ablation procedure, a pericardial effusion occurred. While mapping in the rvot with a flexibility ablation catheter, a new geometry point outside the rvot structure was noted. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. The procedure was aborted and the patient was transferred to ccu with the pericardial drain in place. There were no performance issues noted with any sjm device used. The patient remained stable post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One flexibility ablation catheter was returned for evaluation. The results of the investigation concluded that there were no electrical anomalies with the catheter, and the catheter passed temperature testing with no anomalies noted. Microscopic investigation revealed the irrigation holes were blocked with a blood-like substance, which is consistent with use of the device. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.